Manufacturer narrative:
E1 initial reporter facility name: (B)(6) hospital. The device was returned for analysis. Visual inspection revealed kinks in the sheath assembly. Visual and microscopic inspection revealed a broken drive shaft, and imaging core windup within the telescope section of the device beginning 26.40 cm from the distal end of the connector shaft. No damages or failures were observed on the catheter code pcba board assembly. Impedance testing showed an electrical open at the proximal end of the catheter. The catheter was properly recognized by the imaging system when plugged into the motor drive unit and no connection issues or errors were detected during its testing. It was observed that the catheter flushed normally when the imaging core was fully retracted and fully advanced. A test guidewire was inserted and no indication of resistance in tracking the guidewire into of the catheter was noted. Microscopic inspection showed the guidewire exit port was lifted.

Event description:
It was reported that a catheter issue occurred. The opticross imaging catheter was advanced for intravascular ultrasound examination of the target lesion. During the procedure, the catheter fractured. The procedure was completed with another of the same device. The patients condition following the procedure was stable.

Manufacturer narrative:
E1 initial reporter facility name: (B)(6).

Event description:
It was reported that a catheter issue occurred. The opticross imaging catheter was advanced for intravascular ultrasound examination of the target lesion. During the procedure, the catheter fractured. The procedure was completed with another of the same device. The patients condition following the procedure was stable.